Event description:
A paramedic applied quik-combo pacing/defibrillation/ECG electrodes and used the device with attached monitor to observe the pt to be asystolic. While en route to the hosp it was alleged that, twice, a large electrical arc was observed when the lifepak 11 defibrillator was discharged to the pt. Additionally, the device was said to have not paced the pt. The facility later alleged the device may have inappropriately displayed the pt ECG as asystole.